Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. The customer's glucose reading at the beginning of the call was 433mg/dl and dropped to 359mg/dl within five minutes. The customer stated that she is at work and will go to the hospital. Days later the customer called back and stated that she was hospitalized due to low blood glucose of 37mg/dl. The customer stated that the insulin pump delivered insulin unexpectedly. The customer was not wearing the insulin pump at time of call. No further information was provided.